Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure with the ilet bionic pancreas, resulting in signal loss to the pump; the user was guided to toggle the g7 connection, restart the sensor, and pairing was re-established. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure, with the antenna component identified as relevant to the issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.